Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; if failed self test. No frozen screens or pump error 24 were noted during testing. Self test failed because the vibrator did not vibrate when it was supposed to. After further review, there are signs of previous moisture presence and corrosion inside the battery compartment as well as on the battery board underneath it.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump stop working. Insulin pump received critical pump error alarm which indicated power failure. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.